Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) and a cartridge alarm 6 (vent not working) occurred. Additionally, it was reported that the user experienced resistance when filling a cartridge. The user's could not remember their blood glucose level for the alarms; however, the user's bg level was not impacted during the septum fill resistance. The user successfully loaded a new cartridge and resumed insulin delivery.